Event description:
Pentax medical was made aware of a complaint on 15-feb-2023 that occurred in the operating room during use in china within the apac region involving pentax medical video bronchoscope model eb-1575k, unknown serial number the patient underwent tracheoscopic pulmonary exploration on (B)(6) 2023. After entering the lungs, phlegm was thick and abundant, and the suction of endoscope was poor, resulting in pulmonary mucosal bleeding of the patient. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 4476 gastrointestinal hemorrhage. Health effect impact code: 4648 insufficient information. Medical device problem code: 3026 unintended movement, 4039 suction failure component code: 525 tube. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting health effect impact code: 4648 insufficient information changed to 2199 no health consequences or impact. The investigation is in-process. Pentax medical received a good faith effort(gfe) response on 01-mar-2023 and the physician reportedly used the biopsy forceps to take out the pathological tissue for biopsy and during this process the bleeding occurred. This was a normal situation. It was not bleeding caused by the pentax medical endoscope. The reported leakage was caused by the leakage of the inlet seal. (Inlet seal broken caused leakage). The physician flushed the bleeding and it stopped. The patient went home the same day after the procedure. After the inlet seal was replaced, the physician was able to continue use of the endoscope and successfully completed the procedure. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Submission name with corrected serial number. B4: date of this report. B5.refer to h10. F7: follow up #02. F11: updated dates. F13: updated dates. D4: serial number, unique identifier (UDI) added. D8: device repaired by third party. F9: age of device. F10 international medical device regulators forum (imdrf) adverse event reporting added component code: 4761 access port. Evaluation summary: from the contents of the report and the results of interviews with the facility, it was found that the inlet rubber seal had been reprocessed and used as it was without being discarded. The opening of the lid of the inlet rubber seal (instrument insertion port) is worn by the number of times it is used, creating a gap. During the suction operation, air was also sucked in through this opening, and it was determined that the suction performance of the operation channel had deteriorated. The physician replaced the inlet seal and used this endoscope to completed the examination. The device was repaired by the third party and returned to the hospital. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured by pentax medical miyagi on 06-oct-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 06-oct-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.